Event description:
It was reported that during central processing, the small grasping retractor instrument had a broken cable. There was no report of patient involvement. The small graptor (grasping retractor)] is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of the broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load an fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure. Additional observation(s) not reported by site were also identified: the small grasping retractor instrument housing was removed from the back end and found the flush tube guide was dislodged. The guide did not exhibit any physical damage. There was no signs of corrosion or residue buildup within the housing. The flush tube guide likely became dislodged due to the broken pitch cable. The root cause is a attributed to a component failure. No image or video of the procedure was provided for review. A review of the instrument logs for the small grasping retractor (part number 470318-10/lot number k11220110 0106) associated with this event has been performed. Per the review, the small grasping retractor instrument was last used for a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. This complaint is considered a reportable malfunction event due to the following conclusion: this small grasping retractor instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.